Event description:
It was reported, that the patient presented for an elective pacemaker replacement procedure. During the procedure, the atrial lead dislodged. The atrial lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
New information noted that the atrial lead dislodgment was confirmed via fluoroscopy.